Event description:
Event description boston scientific received information that prior to implant this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 3.25v. A manual capacitor reformation was performed, with a charge time of 3.6 seconds, and afterwards the monitoring voltage reading was 3.54 v. Re-interrogation and another manual capacitor reformation yielded the same measurement.